Event description:
A customer reported encountering a temperature alarm 11 while the pump was charging, but it was confirmed that the pump was not exposed to extreme temperatures. The customer's blood glucose level was 306 mg/dl. Tandem technical support initiated a process to replace the pump, instructing the customer to return the problematic pump using a prepaid label. The customer was also able to configure the pump into storage mode before returning it and acknowledged all instructions provided.